Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 dec 2020.

Event description:
The customer reported navigation ring failure. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel assembly to resolve the reported issue. The device passed testing after repair was completed and was returned to service. The navigation-ring failures have been attributed to liquid ingress. Specifically of cleaning solutions and related debris, can cause erratic settings, intermittent operation and general encoder failure by causing shorts in the electronic components.